Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08652. It was reported that the patient presented for an initial implant. During procedure everything was ok, all lead's measurements were done by medtronic analyzer. After 2-3 weeks patient came back to the clinic because of patient notifier delivery. Physician has checked the device and found atrial impedance drop. The patient came back on (B)(6) 2020 to check the lead and device in operating room. And all parameters of atrial lead (sensitivity, threshold and impedance) have been checked by medtronic analyzer. They were in normal range. The device shows loss of atrial capture, sensing and low impedance. Physician decided to extract both the device and lead. The physician thinks the problem is with the device. The patient was stable.